Manufacturer narrative:
Manufacturing site evaluation: samples received: (B)(4) unopened and (B)(4) opened pouches. Analysis and results: there are previous complaints of this code batch, received the same day (B)(4) complaints of this reference-batch from (B)(4) different end customers. (B)(4) units were manufactured and distributed, there are no units in stock. Received (B)(4) closed samples and (B)(4) open samples with the needle detached from the thread. Tightness test to the closed samples received has been performed and the units are tight. When the rotation test on closed samples were received, it was noticed that thread breaks easily next to needle. Then, detachment of the needle could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: complaint is justified, since the results of closed samples received do not fulfil the OEM specifications. Actions on distributed product of this reference/batch: replace this code/batch to the end customer or refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on going.

Event description:
Country of complaint: (B)(6). The suture needle detached.